Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.(B)(6) one device was received for evaluation. Visual inspection revealed a scratched lcd lens, worn upstream occlusion (uso) seal, and bubbled downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated. During investigation, a system fault error code ?41100? Message was found in the device. The root cause could not be determined. Software application was reinstalled; no further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41100. It is unknown if there was any patient involvement; per the reporter, there was no patient harm.